Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The handles on the c-arm locks were replaced and the software was reloaded. The system was tested and operates as intended.

Event description:
The customer reported that the 9800 system's left monitor flickers and goes out. The customer reported that the rotating lock on the c-arm is stripped. No patient injury was reported.